Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
On (B)(6) 2010, the pt had a planned trach change. Upon removal the nurse noticed that the shaft looked warped and the wire inside looked abnormal as if sections of wire were missing. There was no pt injury.